Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with a samsung galaxy s9 with android operating system version 8. The customer was unable to utilize a feature that provides customer data to their spouse. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia and was unable to self-treat, requiring non-healthcare professional third-party administration of a glucagon injection for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the freestyle librelink app. The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported getting "feature is not available" with the connected apps. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with a samsung galaxy s9 with android operating system version 8 and app version 210110406. The customer was unable to utilize a feature that provides customer data to their spouse. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia and was unable to self-treat, requiring non-healthcare professional third-party administration of a glucagon injection for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.